Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 failed. The field service engineer (fse) found that matrix drawer 6 had failed due to a medication jam. The fse removed the medication that caused the failure, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was not recognizing when it was closed. The user had attempted removing the back of the machine and forcing the drawer open, then reclosing it after selecting recover, but it still did not register the closed position. There did not appear to be any foreign objects obstructing the connection path. The user also attempted reseating the serial connection. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.